Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of failed continuity test to be related to the customer reported complaint. The vessel sealer extend instrument was analyzed and investigations confirmed the reported issue. The instrument failed the electrical continuity test. There is no obvious damage to the conductor wire. The grips were manipulated while connected to the multimeter and the instrument still failed continuity at one of the grips. The conductor wire became dislodged in-house during a visual inspection of the wire. Upon further visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. A review of logs found no failures. The root cause of this failure cannot be determined at this time.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional analysis was performed by the engineering team. The initial findings from the failure analysis were confirmed. The vessel sealer extend (vse) instrument was failing continuity test. X-ray analysis confirmed the conductor wire weld was broken at the jaw.

Event description:
It was reported that during a da vinci-assisted procedure, the vessel sealer instrument was unusable, did not coagulate despite switching on and off several times, plugging in again and trying several times. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the instrument was examined before the procedure with no visible damage. The instrument made the known sounds but did not perform any function. When the sealing event occurred, there was an audible signal (continuous tone) while the pedal was depressed. It is unknown if the sealing cycle completed as expected with rapid successive audible tones. There were no errors present. The instrument did not seal or cut. The procedure was completed with a new vessel sealer with no impact to the patient. This issue occurred during an abdominal surgery.

Manufacturer narrative:
Based on the claim against the product by the customer noting does not coagulate, an investigation is in progress. The procedure was completed with a new vessel sealer. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.